Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc.(bwi) product analysis lab received the device on 04/20/2021. The device evaluation was completed on 04/28/2021. An analysis was performed on the photo that was provided by the customer and blood was observed inside the pebax sleeve in the tip on the distal area. Visual analysis of the returned sample revealed reddish material and a hole in the pebax, internal parts are exposed. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwis quality system. A manufacturing record evaluation was performed for the finished device 30452270l number, and no internal actions related to the reported complaint condition were identified. As part of bwis quality process, all devices are manufactured, inspected, and released to approved specifications. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool¿ smart touch¿ sf uni-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab found a reddish-brown material inside the pebax and a hole on it. Internal components were exposed. Initially, it was reported that after the catheter was removed from the body, blood was observed on the tip of the catheter that could not be removed. The catheter was replaced and the procedure was completed without patient consequences. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Since there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 04/27/2021 that there was a reddish material and a hole in the pebax, internal parts are exposed. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 04/27/2021.